Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). The rv lead was reprogrammed and the issue was resolved. No patient complications have been reported as a result of this event.